Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed three vessels diseased. The indication for the procedure was positive functional study for ischemia. The first lesion treated was mid right coronary artery that was described as 10 mm in length, class a, and de novo with 95% stenosis. The reference vessel was 3 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 15 mm balloon at 14 atm and a 3 x 18 mm cypher rx was implanted at 16 atm without post-dilation. The second lesion treated was proximal circumflex that was described as 10 mm in length and de novo. The lesion was treated with a taxus stent with post-dilation. The third lesion treated was ramus intermedius that was described as 10 mm in length, class a, and de novo with 90% stenosis. The reference vessel was 2.5 mm in diameter. The lesion was treated with a 2.5 x 13 mm cypher rx at 16 atm by direct stenting. The stent was not post-dilated. The patient's cardiac enzymes were reported to be normal at screening, but the troponin I was 0.31 (0.09 unl) at 6-12 hours post index procedure; and 0.81 at 16-24 hours post index procedure. The ECG core lab report was unavailable and the additional information including pre- and post-procedure ecgs, admission report, lab forms with cardiac enzymes test results and discharge summary was not received from the site. According to the site, the subject did not have a peri-procedural mi as per the pi. The elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the next day.

Manufacturer narrative:
Concomitant medications at the time of mi included accupril, aspirin, bivalirudin, plavix, effexor, fish oil, glucotrol, lopressor, metformin, and zocor. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00427 and 3003742446-2012-00428.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of diabetes mellitus (type ii) and history of allergy (codeine and reglan). At the time of index procedure, the angiography revealed three vessels diseased. The indication for the procedure was positive functional study for ischemia. The first lesion treated was mid right coronary artery that was described as 10 mm in length, class a, and de novo with 95% stenosis. The reference vessel was 3 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 15 mm balloon at 14 atm and a 3 x 18 mm cypher rx was implanted at 16 atm without post-dilation. The second lesion treated was proximal circumflex that was described as 10 mm in length and de novo. The lesion was treated with a taxus stent with post-dilation. The third lesion treated was ramus intermedius that was described as 10 mm in length, class a, and de novo with 90% stenosis. The reference vessel was 2.5 mm in diameter. The lesion was treated with a 2.5 x 13 mm cypher rx at 16 atm by direct stenting. The stent was not post-dilated. The patient's cardiac enzymes were reported to be normal at screening, but the troponin I was 0.31 (0.09 unl) at 6-12 hours post index procedure; and 0.81 at 16-24 hours post index procedure. The ECG core lab report was unavailable and the additional information including pre- and post-procedure ecgs, admission report, lab forms with cardiac enzymes test results and discharge summary were not received from the site. According to the site, the subject did not have a peri-procedural mi as per the pi. The elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the next day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077636 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00427 and 3003742446-2012-00428.